Event description:
It was reported that the patient underwent an inguinal hernia repair procedure on (B)(6) 2013 and suture was used. It was reported that the needle was broken at the middle of the body during knotted suturing at fascia transveralis. It was reported that the surgeon penetrated the needle to the fascia instead of the periostea. The needle did not remain in the patient¿s body and there were no adverse patient consequences.

Manufacturer narrative:
(B)(4): representative samples were returned for evaluation. They were visually and functionally examined for needle reshape strength and they met the requirements.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4): a needle that broke in the body towards the attachment end was submitted for this evaluation. A microscopic inspection revealed indents and scuff marks around the break area produced during handling by the surgical needle holders or some other gripping device. The needle fractured due to tensile overload generated during severe mechanical deformation, with signs of ductility. There are no signs of manufacturing defects found on the needle.